Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert triggered due to the electromagnetic interference from an external source as shown on episodes from a remote transmission. The patient told the nurse that they were touching an outlet at the time. The device remains in use. No patient complications have been reported as a result of this event.